Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during npwt, the patient experienced a severe hemorrhage while using one (1) pico 7 10cm x 30cm at the treatment site, to the extent that a blood transfusion was required. The patient underwent spinal surgery on june 26, and a pico was applied on june 30. The hemorrhage occurred the following day. This adverse event was treated by a discontinued of treatment. Current health status of patient remains unknown.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b7.

Manufacturer narrative:
H10: additional information in a1, a2, a3, d7. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the likely root cause of the hemorrhage requiring a blood transfusion was the patient¿s comorbid condition of hypo-coagulation, the recent spinal surgery, initiation of npwt 1 day prior to the hemorrhage. As the instructions for use for pico 7 does warn, ¿hypo coagulation is a known contraindication for npwt. Certain patients are at high risk of bleeding complications which, if uncontrolled, could potentially be fatal. Patients must be closely monitored for bleeding. If sudden or increased bleeding is observed, immediately disconnect pump, leave dressing in place, take appropriate measures to stop bleeding and seek immediate medical assistance.¿ additionally, we could not rule out the patient¿s advance age (87 years), history of hypertension and spondylodiscitis as contributory factors. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the part number over the past 12 months based on historical data of the device did not reveal similar events for the listed device. A review of the single use negative pressure wound therapy system user manual document for pico 7 provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during negative pressure wound therapy (npwt). A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that no prior escalation actions applicable to this complaint. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include patient condition and/or patient medical history/post-procedural complication or pre-existing medical conditions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional information about initial reporter was provided. Sections e1, e2 and e3 were updated. Internal complaint reference: (B)(4).